Event description:
Per the physician, the patient developed post op bacterial meningitis and was admitted to the hospital in 2009. The results of a MRI indicated normal cochlea morphology. The patient is now using the device and is doing well.

Manufacturer narrative:
Implanted device remains.